Event description:
The patient came in for a right leg artery angiogram. During retrieval of nav-6 emboshield distal embolic protection device in the right superficial artery the filter basket on the emboshield r device broke off the viper advanced guide wire and migrated into the right profunda and right superficial artery. After numerous attempts to retrieval the filter basket and about 4hrs later the filter basket was finally retrieved with no complications.